Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA.

Event description:
The product ws used during an unspecified procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.